Event description:
The evercross pta balloon was being used in an arm fistula case and it burst after being taken above rated burst pressure. When the balloon burst, it broke in half and a snare was used to retrieve the distal half. When they removed the distal half, the distal marker was missing. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.